Event description:
End user alleges the footrest on the unit broke off, rolled under the unit, causing the unit to tip over. End user sustained a fractured left arm, fractured toe and bruises to their knees.